Event description:
When checking vent as per routine; waveform noted to be in continuous format with no delineation between inspiratory and expiratory time. Peak pressures were noted to be at 20cm h2o. Rn asked to bag patient with ambu on 100% o2 while switching vents and reseting new vent on ordered settings. Removed front face of unit and discovered broken conn at #3 connection. Also, when attempting to recal unit, found the valves to be very sensitive and loose.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: failure to cycle, telemetry failure, none or unknown, valve. Conclusion: device failure occurred and was related to event, device failure directly caused event, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service, other. The device was not destroyed/disposed of.